Manufacturer narrative:
The lead is expected to be returned for testing. This product issue will be updated if additional details are received.

Event description:
(B)(4) received information that during this implant procedure, noise and pacing impedance measurements less than 200 ohms was observed on the right ventricular (rv) channel. This lead was an attempted implant. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection did not identify any signs of a setscrew mark on the terminal pin. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.